Event description:
It was reported that an ilet pump repeatedly displayed alert 65 despite multiple restarts, and a replacement was arranged after the serial number and shipping information were confirmed. Symptoms included no reported clinical effects. Outcomes included continued diabetes management using a dexcom g7 cgm while awaiting the replacement device. Investigation included remote troubleshooting and user education, including guidance on shutting down the pump, syncing data to the mobile app, and understanding that device data will not transfer and startup will be required on the replacement. Investigation of this case revealed a device malfunction consistent with an audio subsystem over/under current condition that persisted after restarts. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction likely related to the audio hardware or associated circuitry. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.